Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother was reported via phone call that, the insulin pump had off no power alarm and had blank display screen also. The blood glucose was 154 mg/dl at the time of the incident. Customer stated that, they did receive a low battery alert prior to the off no power alert. Customer changed battery last week and 10-15 minutes ago the alarm showed powering off. New battery resolved the issue. Assisted customer with blank display troubleshooting and troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and unexpected restart error test and all operating currents test. Insulin pump received with cracked display window corners noted.